Event description:
It was reported that the ventilator shutdown while in use. The patient saturation decreased to 76%. Final patient outcome was unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A summary of the technical logs and the event logs from servo-u serial number 40319 shows a backlight error up to 15 seconds at 19:07:12 , 2023-05-10. There are some alarms and activated prior to the time of the backlight error but no logs of stop of ventilation or technical alarm that should have been activated in this situation. Some other adjustments have also been performed before and after 19:07:10 with the o2 boost activated and alarm silenced off. A backlight error is confirmed at 19:07.12, 2023-05-10 and can cause the panel becoming dark up to 15 seconds . The ventilation of this servo-u has been running during this time of the incident with the presented logs as reference. H3 other text : 4112.

Event description:
Manufacturer's ref.#: (B)(4).